Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with a cracked case at the display window corner, and minor scratched/worn display window.